Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the j7 connections on the ECG printed circuit boards. The j7 connections were not soldered. The root cause for the unsoldered j7 connections was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non-functional.